Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Did cough brush head up [cough]. Brush head came off while I was using it [device breakage]. Case description: a female consumer of unspecified age reported that the oral-b floss action brush head came off while she was using it with an oral-b rechargeable toothbrush, version unknown. She stated that she was able to cough the brush head up. This was not the first time the consumer had used these particular brush heads, and they had never been dropped. She explained that she changed her brush head within 3 months. The case outcome was recovered. No further information was provided.